Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and traces of blood was found in the inner lumen. Three kinks were observed on the catheter tubing approximately 76.2cm, 74.9cm and 72.1cm from iab tip. No damage was found iab and/or the sensor cable. Sensor output test was performed, and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.